Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported difficulty with infusion set insertion, and received assistance from the helpline. The customer also had an inquiry about distance between the sensor and the infusion set. The customer's reported blood glucose value was 43 mg/dl. The customer reported treating with food. The customer was sent replacement insertors and infusion sets. No further information was provided.